Event description:
Reporter alleged high blood glucose readings and obtained discrepant results during a routine doctor appointment. Customer stated their meter read 247 mg/dl compared to a lab result of 118 mg/dl when testing was performed 2 minutes apart. Customer indicated continuing to take normal medications and no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.